Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose ranging from 300 mg/dl to 400 mg/dl. It was found that infusion set cannula was crooked. Customer was advised by healthcare professional to use a serter. Customer also reported that infusion set site falls out during the summer. Customer reported of sweating heavily during the summer. Products would be sent to customer.